Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a chocolate balloon for treatment during dilation of the lower right limb femoral artery due to right lower limb ischemia. After dilatation, thrombosis was found in the superficial femoral artery, and the thrombosis could no longer be attached to the wall through the balloon, and blood flow in the right lower limb could not be opened. The dilatation catheter was removed and the procedure ended. The patient was given anticoagulation treatment. The patient still had symptoms of right lower limb artery ischemia.